Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with samsung phone with android operating system version 15. As a result, the customer was unable to monitor glucose with sensor readings and experienced slowness, extreme dizziness, nausea and passing out. Upon regaining some of their faculties, the customer was able to treat self with an unspecified syrup as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. The customer reported for black screen and only showed abbott logo. Sensor was inserted in the sim-vivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned using the app and glucose results were observed after warm-up. Scanning functioned as intended. Main menu was opened on the app. It was able to enter inputs on logbook, receive the alarms and to open connected apps. App functioned as intended without any issues. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with samsung z flip 6 with android operating system version 15 and app version 3.6.4.11771. As a result, the customer was unable to monitor glucose with sensor readings and experienced slowness, extreme dizziness, nausea and passing out. Upon regaining some of their faculties, the customer was able to treat self with an unspecified syrup as treatment. There was no report of death or permanent impairment associated with this event.